Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.